Event description:
It was reported the patient was experiencing pain at the scs ipg site. Upon examination the ipg pocket site was superficial. Surgical intervention may be taken to address the issue.